Event description:
During prep, the physician found the tip of the guidewire was not smooth. The tip was frayed. The physician did not pre-shape the wire during prep. There was no mishandling of the product. The product was stored properly and the packaging was intact prior to opening. The product was not used in the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.